Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The account found the side rail is broken and the end tube is not connected to top of the side rail because the ratchet rivets are missing. The account replaced the side rail ratchet rivets to resolve the issue.